Event description:
Report 1 of 2 for the same event: it was reported that during cochlear style surgeries, it was observed that the motor device, while in use with an attachment device, was vibrating with a bit of heating. The reporter further clarified that as a result, it was causing the burr to drill in a wider radius than expected. The reporter could not clarify the exact amount of occurrences. The reporter stated that it was mostly noticed while using 1 to 1.5 mm burrs. There were spare devices available for use; however, it was not reported if there were delays to the planned surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The initial report had the incorrect date. The date was listed as (B)(4) 2014 and should have be (B)(4) 2014. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had vibration, unstable rotations per minute and that the thermistor was bad. It was determined that this type of damaged was indicative of the device being overheated. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to the motor being worn from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.